Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an overdose. The pt experienced apnea "unless physically stimulated." The event occurred following a programming session with dosing change on (B)(6) 2011. The pt was admitted to the intensive care unit. The hcp did not have a programmer and had been unable to reach the pt's managing hcp. Limited information was available at the time of the report. A follow-up report will be sent if additional information becomes available.